Event description:
It was reported that the physician complained that the patient's device battery depleted too quickly. A new device was implanted, and the old device was left in the patient's body. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.